Event description:
Caller reported an error with the continuous glucose monitor (cgm), specifically a cgm error 42, associated with the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance to perform a complete pump reset, which the caller followed. After the reset, the cgm error code did not appear again, and the caller was able to successfully start their sensor session.